Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Residual gas analysis found a higher than expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemakers low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that during remote device monitoring battery longevity was shown to be reduced by 6 months every 2 months. Premature battery depletion was suspected. This device has been explanted and is no longer in service. No further adverse patient health effects have been reported. This device has since been received for analysis and the investigative results are as enclosed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during remote device monitoring battery longevity was shown to be reduced by 6 months every 2 months. Premature battery depletion was suspected. This device has been explanted and is no longer in service. No further adverse patient health effects have been reported. This device is expected for return for analysis but has not yet been received. When further information becomes available, a follow up report with analysis results will be provided.